Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that when the tip was removed from the patient's eye after a cataract surgery. It was bent. Ther was a kink in it, near the front. The procedure was going well however, upon sculpting, the lens host forward from the capsular bag. At the time this report was prepared, it was unk whether it was caused by the tip.